Event description:
Co received info that this implantable pulse generator (ipg) was explanted because it "reverted back to unipolar during shocks." "The pt also has an automatic implantable cardioverter defibrillator (aicd) implanted. The ipg was not returned for analysis. Implant date 8/19/94. Explant date 11/22/94. Total implant time 3 mo.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.